Event description:
Facility reported "headers leaking profusely", at the beginning of the treatment. Estimated blood loss 150cc. No medical intervention. The sample was discarded by the facility. Medwatch filed on bloodloss.